Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, the customer experienced a change cartridge error during the load sequence. Customer¿s blood glucose level ranged from 306-307 mg/dl. Reportedly, the customer reloaded the same cartridge successfully to resolve the issue.